Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to difficulty breathing/short of breath, there was no report of serious or permanent patient harm or injury. The manufacturer received additional information that there was no report of patient harm or injury and despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. In this report, section "date received by mfg' and section "evaluation method code grid", section "evaluation results code grid" and section "conclusion code grid" have been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to difficulty breathing/short of breath, there was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleges device not turning on, device not functioning, other thermal issues and difficulty in breathing. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected the device and found evidence of sound abatement foam degradation/breakdown was observed in the base unit using the fitt (foam integrity test tool). Dust/dirt contamination inconsistent with degraded sound abatement foam was found throughout device enclosure, suggesting a source external to the device. Fine gray contamination was observed all throughout the device enclosure, suggesting poor ambient air quality where the device was used or stored. Evidence of water ingress observed in the blower box, suggesting the use of non-distilled water in the humidifier water chamber. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed in this device. No errors were logged. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Unknown greasy residue behind air inlet filter at around air inlet. Dust-like contamination inside humidifier enclosure, on and under the heater plate, and on the dry box. Evidence of water ingress observed in the blower box, suggesting the use of non-distilled water in the humidifier water chamber. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg? (Device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.